Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2010 due to bladder prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and vaginal scarring. It was reported that patient underwent anterior and posterior repair due to revision of mesh. Then on (B)(6) 2012, she underwent sacral colpopexy/vaginal vault prolapse due to revision of eroded mesh. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent surgery on (B)(6) 2011 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02541. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent anterior and posterior vaginal repair on (B)(6) 2010 by dr. (B)(6) due to cystocele and rectocele at (B)(6) medical center.

Event description:
It was reported that patient underwent anterior and posterior vaginal repair on (B)(6) 2010 by dr. (B)(6) due to cystocele and rectocele at (B)(6) medical center.